Event description:
Product analysis was approved for the returned lead. The report of an explant due to lead fracture was not confirmed. One portion of the lead assembly was returned; a significant portion of the lead body, the electrode array, and the tie downs were not returned. No discontinuities were identified on the returned portion of the lead and results from the functional analysis testing are consistent with conditions that typically exist post explant procedure. As a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release.

Event description:
The suspect product was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient underwent a full revision due to an unknown reason. An update was later received that the full revision was performed due to a lead discontinuity. The explanted products have not been received to date. No other relevant information has been received to date.